Event description:
In 2009, company rep reported that pt is in the hosp with blood glucose readings over 800 mg/dl. He stated the incident was reported to him by a nurse. On f/u call about 10 days later, pt reported she went to the hosp, because her blood glucose was over 500 mg/dl and was admitted. Pt reported "it was not because of the pump. It was some medicine that did not agree with me and was keeping my sugars high." She said she kept her infusion device on for the first few days, but then they disconnected the infusion device and put her on an IV. Pt reported that even after 3 days with the IV her blood glucose was still elevated. She stated they finally got the blood glucose readings down to the 200 mg/dl range. Pt reported she is out of supplies. Pt reported her doctor put her on injection therapy until she can get her supplies for her infusion device. Pt reports her infusion set is too long because she is thin and the last 2 infusion sites she inserted were bent when she removed them. She stated she is currently on injection therapy per her doctor's recommendation and her blood glucose is in the 200mg/dl range. Pt reported "it won't go any lower than that" while on injection therapy. She said when she is on the infusion device they are lower than that but not on injection therapy. Pt discarded suspect cannulas. No product return was requested; product was replaced.

Manufacturer narrative:
No product will not be returned for eval.